Event description:
The facility stated a collamer lens model cc4204bp was damaged while being removed from the pt's eye. It was noted that a capsule tear occurred after implantation and a vitrectomy was performed. There were no other pt injuries noted and it is unk if the deviec caused or contributed to the event.